Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant of a right ventricular lead, the lead exhibited high impedance. After unhooking and reconnecting, the lead still exhibited a high impedance. Another lead was used for the system. The patient was stable.